Event description:
Pt undergoing laparoscopic cholecystectomy. When using the 5mm laparoscopic port (reference number: ms100705 lot number: p4h0010x) it began to leak. Unable to maintain pressures which caused delays to case. No harm to pt.this facility has had several similar events with this manufacturer's device in the last few weeks. The manufacturer has been notified.